Event description:
The user facility reported that an employee manually cancelled a cycle and received burns on her neck and face when handling the removed sterilant cup. The employee flushed her face and neck with water and went to the emergency room where silvadene cream was prescribed; no blistering was noted. The employee returned to work the next day and has no sustaining injuries. The instrument present in the cycle was used in a patient procedure and three procedures were rescheduled as the system 1e was not utilized for further processing after the reported event and another system 1e was not available.

Manufacturer narrative:
A steris service technician inspected the system 1e and found that the printer did not have paper on the printer spool and therefore cycle printouts were not available for review. The technician installed paper on the printer spool, ran a diagnostic and sterile cycle and found the system 1e to be operating properly. The unit was placed back into service and no further issues have been reported. The operator manual states (1-1), "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled". The user facility would not disclose why the cycle had been cancelled. The operator manual further states (1-2), "if a printout from the system 1e processor is missing for a load, the load must be reprocessed". The user facility reported that the employee observed residual sterilant in the s40 container and proceeded to swirl the sterilant cup using her hand in a fast motion, which resulted in residual sterilant coming out of the cup. The employee was wearing gloves but no other personal protective equipment (ppe). The operator manual states (1-2): "appropriate ppe is required when handling or disposing of partially filled, leaking damaged or expired containers of s40. Minimally ppe should consist of chemical resistant gloves, apron, goggles or face shield, and any other protection as required by facility procedures". Steris cannot guarantee the sterility of devices processed in the system 1e processor unless devices are processed in accordance with steris' instructions for processing and use. In-service was conducted on (B)(4), 2012 on the proper use and operation of the system 1e processor.